Event description:
The patient was initially implanted with a left ventricular assist device in (B)(6) 2010. The patient underwent a pump exchange on (B)(6) 2015 for a suspected internal percutaneous lead issue. After the device exchange on (B)(6) 2015 the patient reportedly developed a pump pocket infection that was treated with wound vac therapy. It was reported that the vad team suspected the device to be infected; therefore they decided to replace the pump again on (B)(6) 2015. No device malfunction was reported; the exchange was for the suspected infection. Post-exchange, the patient was reported to be recovering well and was walking already on the normal ward without any signs of infection. No additional information was received.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The product was not returned for investigation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange on (B)(6) 2015 was reported under medwatch MFR# 2916596-2015-00838. Approximate age of device: 2 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.